Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 60 (mg/dl); however, no specific bg value was provided. Reportedly, the customer believed their low bg level was attributed to walking too soon after eating. Glucose tablets were consumed to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.